Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a missing reservoir tube o-ring, and cracked battery tube threads. It was noted that a test reservoir was installed and it did not lock in place due to a complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir chamber and rubber o-ring keep coming out. Customer stated that the reservoir will fall out due to gravity. Customer stated that it may be wear and tear. Customer was unable to tell if there was a crack or not. Customer stated that every time that she is going to change out the reservoir, the black o-rings are popping out of the reservoir chamber when you lock it in place. Customer stated that it has been banged around and the top of the rim appears to be separated from the pump. Customer stated that it looks like the plastic gave out when she was putting the reservoir in and out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.